Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when clamping the gall bladder artery, the device could not be removed from the blood vessel, so device was continued to be used. There was no patient injury.